Event description:
Customer reported receiving a negative result (B)(6) 2022 when testing with the cue covid-19 test for home and over the counter (otc) use (cartridge sn (B)(4), lot 21622j, reader sn (B)(4)). Three repeat cue tests were performed (one on (B)(6) 2022, two on (B)(6) 2022) and three negative results were obtained. Customer also performed an alternate at-home lateral flow test on (B)(6) 2022, which provided a negative result (brand unspecified). Customer has been vaccinated 4 times, had no known symptoms and was not known to be around anyone who was positive. Customer stored cartridges at room temperature to their knowledge.

Manufacturer narrative:
Cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive test and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there were four previous similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined.

Event description:
Customer reported receiving a false positive result 09may2022 when testing with the cue covid-19 test for home and over the counter (otc) use (cartridge (B)(6), lot 21622j, reader sn (B)(6) ). Three repeat cue tests were performed (one on 09may2022, two on (B)(6) 2022) and three negative results were obtained. Customer also performed an alternate at-home lateral flow test on (B)(6) 2022, which provided a negative result (brand unspecified). Customer has been vaccinated 4 times, had no known symptoms and was not known to be around anyone who was positive. Customer stored cartridges at room temperature to their knowledge.

Manufacturer narrative:
Correction to b5: corrected first sentence to "customer reported receiving a false positive result (B)(6) 2022 when testing with the cue covid-19 test for home and over the counter (otc) use (cartridge sn (B)(6), lot 21622j, reader sn (B)(6))."